Event description:
It was reported that the customer was experiencing unexplained high blood glucose. The glucose reading was 14.3mmol/l and was treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. The customer was assisted to run a fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised to remove the cannula and it was bent. It was mentioned that the insulin pump also alarmed motor error during the rewind process. The self test was completed and passed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.